Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps was noticed to have surface corrosion. The procedure was completed with no reports of patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 18-feb-2026: the issue was detected during the procedure. No patient injury occurred. A backup instrument was opened and used to complete the surgery. There was no loss of cautery associated with the damaged cable. No signs of thermal damage were observed at the site of insulation damage.